Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two xience xpedition stents are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, 80% stenosed lesion and a 2.75x8mm xience xpedition stent was successfully implanted in the lad to diagonal 1 (d1) coronary artery, 90% stenosed lesion. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, a 2.75x33mm xience xpedition stent was successfully implanted in the mid lad with 90% restenosis within the 2.75x8mm lad-d1 xience xpedition stent. On (B)(6) 2017, the patient was hospitalized for paroxysmal precordial discomfort, diagnosed as coronary disease. Coronary angiography was performed and 50% restenosis was noted within the 2.75x23mm xience xpedition stent and 60% stenosis was noted within of the 2.75x33mm xience xpedition stent. On (B)(6) 2017, balloon dilatation was performed in the lad-d1 and medication was provided. The event resolved. On (B)(6) 2017, the patient was discharged home. Per physician, the event was possibly related to the device. There was no additional information provided regarding this issue.